Manufacturer narrative:
(B)(4). Date of initial report : 02/01/2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during the case, the device jaws could not be re-opened while applied to tissue. The surgeon manually removed the device jaws and reported some tissue tearing when performing the action. There was no reported patient injury and another device of the same type was opened and used to successfully complete the case.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : (B)(6) 2016. Visual inspection found the jaws caked with eschar. The reported condition was confirmed. The jaws were locked when received and could not be opened without forcing the latch. Inspection noted eschar between the jaws and a staple lodged between the seal plates towards the jaw hinge preventing the jaws from opening. The investigation identified the root cause of the reported event to be attributed to the user inadvertently grasping a staple causing it to become lodged between the jaws. The IFU states, avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the instrument. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws.